Manufacturer narrative:
Update 09 october 2018: the pathogen is not available. Batch review performed on 09 october 2018. Lot 167761: (B)(4) items manufactured and released on 02 february 2017. Expiration date: 2022-01-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Moto partial knee anatomical femoral component cemented s6 rm reference 02.18.006rm (k162084). Lot 163690: (B)(4) items manufactured and released on 12 october 2016. Expiration date: 2021-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Moto partial knee tibial insert fix s7 rm - 8mm reference 02.18.if7.08.rm, (k162084). Lot 167841: (B)(4) items manufactured and released on 14 december 2016. Expiration date: 2021-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to infection after about 2 years from primary. This is the second revision surgery due to infection for this patient. The surgeon removed all medacta hardware and implanted a spacer at an unknown date. On (B)(6) 2018 the surgeon removed the spacer and implanted permanent hardware.